Event description:
It was reported in report reference number mw5060036 that the heating pad was applied directly to the skin. Nursing noted redness and blistering consistent with heating pad pattern.

Manufacturer narrative:
It was confirmed by the customer that this device malfunction was reported in error and that this device was not involved in the alleged event.

Event description:
It was reported in report that the heating pad was applied directly to the skin. Nursing noted redness and blistering consistent with heating pad pattern. This device event was reported in error.